Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are deflation and patient can feel the valve.

Event description:
Patient reported a left side deflation. Healthcare professional reported patient "can feel the valve." Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and visibility/palpability received on february 21, 2020 with lot number 2557936. Visual analysis of the returned device identified: fluids clear inside the device, crease fold, opening and wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior due to a fold flaw opening.

Event description:
Healthcare professional additionally reported "any creases associated with hole." Device has been explanted.